Event description:
It was reported that at the user facility the tps handpiece cord overheated. No delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed during the cable evaluation. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the tps handpiece cord overheated. No delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.